Manufacturer narrative:
Product event summary: analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion and that only one month post implant indicated an unexpected remaining longevity of two years. The ipg remains in use. No patient complications have been reported as a result of this event.